Manufacturer narrative:
It was reported by the hospital contact that the complaint galaxy (640cf0721/(B)(4)) prematurely detached in the microcatheter (details unknown). This was the 1st coil to be inserted. To place the embolic coil perfectly in the aneurysm the physician was looping the coil several times inside. When the physician withdrew the delivery tube back to re-position the coil, the embolic coil did not move from the aneurysm. It was assumed that the embolic coil was unraveled, thus the whole system was safely withdrawn together with the microcatheter. The physician inspected the galaxy and discovered that the embolic coil was prematurely detached. The embolic coil was prematurely detached in the microcathter. The embolic coil was recovered from the microcatheter after the coil delivery system and the microcatheter were withdrawn from the patient. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The coil will be returned for analysis. The coil delivery system (the dpu / introducer sheath) is not available. No further information is available. The procedure was the coil embolization of an aneurysm at the ic-pc. The patient¿s sex and dob were unknown, but whose vessels were mildly torturous and not calcified. A dcs syringe ii (lot unknown) was used in this procedure. There was no report of whether the microcatheter had to be re-positioned or not. Just the non-sterile embolic coil of og tdl cmplx fill coil 7x21 was received inside of a plastic bag. The rest of the device was not received for evaluation. The embolic coil was inspected under microscope and no damages were noted on it. The failure reported by the customer as ¿coil - premature detachment in mc during removal¿ could not be evaluated due to only the embolic coil was received for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (details unknown); dcs syringe ii (lot unknown).

Event description:
It was reported by the hospital contact that the complaint galaxy (640cf0721/16044828) prematurely detached. This was the 1st coil to be inserted. To place the embolic coil perfectly in the aneurysm the physician was looping the coil several times inside. When the physician withdrew the delivery tube back to re-position the coil, the embolic coil did not move from the aneurysm. It was assumed that the embolic coil was unraveled, thus the whole system was safely withdrawn together with the microcatheter (details unknown). The physician inspected the galaxy and discovered that the embolic coil was prematurely detached. Nevertheless the embolic coil was in the target aneurysm, the procedure was continued. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The delivery system will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the ic-pc. The patient's sex and dob were unknown, but whose vessels were mildly torturous and not calcified. A dcs syringe ii (lot unknown) was used in this procedure.